Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy cutter was blocked and had to flush many times at unknown timing of surgery. The procedure type and surgery completion details were unknown. There was no information about patient impact. Additional information was requested and non-received till date.